Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On june 1, 2016 customer reported the distance indicator between image slices are not reflecting what is displayed on the modality. It is intermittent and is not presently known if it is limited to one modality or vendor. Merge healthcare was notified by the customer that they were informed by american college of radiology (acr) that their facility did not pass accreditation due to spacing listing on images not consistent throughout the series. Initial evaluation of images shows the sagittal images within a specific series should be spaced 3.9mm apart. The modality shows the consistent spacing, however, the unity pacs viewer shows a 4.0mm spacing between 2 of the images. Due to the potential for the inconsistency in spacing measurements that is displayed on some images, there may be confusion which could lead to a potential delay in diagnosis or treatment for a patient. There is no indication that any patients were harmed as a result of the displayed inconsistency in slice measurements. There was no reported adverse event to a patient. (B)(4).

Manufacturer narrative:
Pacs administrator was notified on 1/24/2018 that this issue has been identified in jira upax-5253 and has been resolved and verified in software release r11.2. Pacs admin replied that she understands the release information. The site is still determining their move to this software release. No further investigation of this issue will be performed.